Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Instruments were disposed after the case.

Event description:
Doctor broke drill and screw driver blades were striping screw heads because they are old. Need replacements but surgery center has policy with vendors where they do not pay for drills or screw driver blades for consigned inventory.